Manufacturer narrative:
(B)(4). Batch # unk. A valid lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed and unable to be opened? If so, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, after recharging the device, it was impossible to open it, it was locked. No patient consequences. Use of another device to finish the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p57y4z. The analysis found that one psee45a device was returned with no apparent damage and with one ecr45w cartridge. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple lines and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.